Manufacturer narrative:
On 29-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and there was air being drawn into the side port. Immediately after insertion of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small, when they checked for reverse bleeding at the syringe, they noticed the air being drawn in from the side port. They also reported a hemostatic valve failure, however, the hemostatic valve itself was not broken. The issue was resolved by replacing the vizigo short to another new one. There was no patient consequence. Additional information was received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body and no blood return was observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and there was air being drawn into the side port. Immediately after insertion of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small, when they checked for reverse bleeding at the syringe, they noticed the air being drawn in from the side port. They also reported a hemostatic valve failure, however, the hemostatic valve itself was not broken. The issue was resolved by replacing the vizigo short to another new one. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies in the side port; however, the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The air flows and valve issues reported by the customer were confirmed. The valve dislodgement could be related to the air issue reported by the customer. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).